Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the video connector case and the video connector had a crack; the adhesive on the bending section cover had a chip; the bending section had a scratch; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to looseness of the insertion pipe, the connection between the insertion pipe and the control unit were not secured and due to damage on the lock engagement lever, the bending section could not be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope could not angulate sufficiently. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens had peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.